Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No part has been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the reference frame was missing one of its posts. There was no patient present when this issue was observed.